Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open irritation under the rear therapy electrodes. The irritation was open and itchy. The patient ended use of the lifevest. The patient's medical outcome is unknown, as follow-up attempts were unsuccessful.